Event description:
Customer reports the room did not boot up at the beginning of the day schedule. Computer power cord unplugged, re-plugged into outlet and the room started working and has not failed since. Customer does not have another room for urology procedures.

Manufacturer narrative:
Customer reported gim communications failure. Computer power cord unplugged, re-plugged into outlet and the room started working and has not failed since. Since the problem occurred only once, the customer (radiology specialist) has decided to wait on service eval. Table is currently working correctly.